Event description:
The united states of america customer reported "inconsistent staining with multiple antibodies with patients and controls. Some slides stain okay, some stain weak and some have no staining". The field service engineer (fse) serviced the instrument and found the probe dispensed buffer liquid at an angle (not straight). The fse replaced the probe and the cable for the liquid sensor board on the z-head which resolved this malfunction. The customer was able to continue staining by repeating the slides. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.